Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient went into asystole. During the procedure off label ablations to the patient's cavotricuspid isthmus (cti) were performed and the patient went into asystole for two minutes. Temporary ventricular pacing was performed and the patient fully recovered. The procedure was completed without further complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient went into asystole. During the procedure off label ablations to the patient's cavotricuspid isthmus (cti) were performed and the patient went into asystole for two minutes. Temporary ventricular pacing was performed and the patient fully recovered. The procedure was completed without further complications. It was further reported that the catheter is not available for return as it was discarded by the facility.

Manufacturer narrative:
The device was not returned for analysis; however, the investigators were able to review the facts of the event that were provided from the reporter. They confirmed that the cti ablations performed with the farawave catheter were off label use as the catheter was only indicated for ablations to the pulmonary veins at this time. Additionally, the asystole was determined to be a known inherent risk of the farawave catheter as the labeling calls it out as a potential complication of using the device for ablation procedures. Detailed product information was not provided to bsc. Good faith efforts were conducted but only partial device information was available from the account. Because some of the product information is unknown, we are unable to provide the full unique identifier (UDI) at this time.